Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed health professional from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag (dose and frequency not reported) intraperitoneally (ip) for pd. Dianeal therapy was ongoing. During a call with baxter (B)(4) technical service, the following was reported. On an unreported date, the patient did not clean the area before starting pd (details not provided) which caused peritonitis to occur on (B)(6) 2012. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection vancotroy (2gm, ip, stat, and repeated after 7 days) and injection gentamycin (20mg, ip, once daily for 14 days) for the peritonitis. Concomitant therapy was not reported. At the time of this report, the patient was recovering from the peritonitis event. It was reported the patient received re-training in proper aseptic procedures for pd therapy (date unspecified). Per the reporter, the cause of the peritonitis was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the healthcare professional reported a break in aseptic technique by patient described as did not clean area before starting pd therapy. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.